Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform, 52 mm in diameter abdominal aortic aneurysm. The iliac arteries are mildly tortuous. It was reported that the patient had renal failure, pneumonia, and respiratory depression/failure two days post index procedure. The patient required prolongation of existing hospitalization and medication/oxygen. The patient recovered five days post index procedure from the renal failure. The pneumonia and respiratory depression/failure events are continuing. The investigator assessment states that the events are not related to the study device, however, they are related to the study procedure. The patient presented with cellulitis and recovered with the use of silvadene cream and compression wraps. The investigator determined all of the aforementioned events to be procedure related, though not device related. It was reported approximately one month index procedure, the patient presented with a fever. The investigator assessed that this event was not device or procedure related. The patient recovered from these clinical events. It was reported that approximately thirteen months post index procedure, the patient suffered cardiogenic and septic shock and expired. The investigator assessed that the death was not device or procedure related.

Manufacturer narrative:
Results: inherent risk of procedure (infection).